Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had dark image. Although they replaced the cable but the image did not change. The issue occurred before sedation for an unspecified diagnostic procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test on cable and connector. A root cause could not be identified. Based on the results of the investigation, the malfunction was likely due to the following factors: for the reported issue of a dark image, no image-related problems were found; and for the failed leak test on the cable and connector, the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.